Manufacturer narrative:
Additional information was received, indicating customer reverted to multiple daily injections (mdi) for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Pump supplies were changed numerous times to address the alarms. Customer was hospitalized; however, no specific details were provided. Customer¿s mother declined troubleshooting with tandem technical support. Healthcare provider reported that customer would be discharged from the hospital but did not provide a discharge date.